Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log file. A review of the submitted log file spanned approximately 18 days (25aug2023 ¿ 12sep2023 per time stamp). From 27aug2023 at 16:20:49 ¿ 08sep2023 at 08:19:54 while connected to batteries, there were intermittent power cable faults on both power cables not associated with a power source exchange. The power cable disconnect alarm activated with these events as well. There were also intermittent low voltage alarms due to rsoc voltage fluctuating between 1-2v. The alarms cleared on their own or after switching power sources. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file.the hmii system controller was not returned for analysis. Additional information provided stated two serial numbers for the controllers in use, however it is unclear which one was in use at the time of the event. The system controller and clips were exchanged which resolved the alarms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect and low voltage alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number #2916596-2023-06488. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low voltage and power lead disconnect alarms with no apparent cause. The log file captured several random power cable disconnects and low voltage advisory events while using battery power. Odd remaining state of charge (rsoc) voltage were noted on both the black and white power leads of the controller. As the controller was newly exchanged, it was not thought to be the concern but it was recommended to check the pins on the power leads to see if any were bent or broken. Troubleshooting was performed by exchanging the clips and the system controller which resolved the alarms.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.